Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump intermittently for over 15 minutes. No additional patient information was available. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information regarding this event was provided.